Event description:
During a lap sigma resection procedure, the device wouldn't work anymore. The troubleshooting index made clear, that this was due to the malfunction of the instrument after unpacking a new device, the surgery could ne proceeded, with out any further probelms. No pt consequence.